Event description:
A family member alleged that a patient had a "heart attack" as a result of a malfunction of his continuous positive airway pressure (CPAP) device.

Manufacturer narrative:
The manufacturer evaluated the device and could not confirm the allegation of malfunction. The device provided preset pressures, functioned as designed, and passed testing. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. Loss of therapy for this patient class does not pose a significant health or safety risk. The manufacturer concludes no further action is necessary.